Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The thump and carelink software were utilized and downloaded trace/history files properly. No unexpected motor errors/alerts during testing or in the pump history. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 21-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. No over delivery anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). The pump was received without a battery and battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay, pillowing keypad overlay and cracked case behind the pump at the battery compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for over delivery anomaly was not confirmed. Customer alleged not confirmed for pump expose to magnetic field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the insulin pump was exposed to magnetic resonance imaging and the insulin pump was over-delivering the insulin. Blood glucose value at the time of event was 53 mg/dl. The customer was treated with carbohydrate intake. The event involved product(s) mmt-1884, mmt-7040ma, mmt-431ag, mmt-332a. Troubleshooting was performed for low blood glucose event, the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. The customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-7040ma. Mmt-431ag was requested and the customer response was that the device will be returned. Mmt-332a was requested and the customer response was that the device will be returned.